Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, a review of the pump black box showed multiple unexplained pump reboots. The battery compartment was observed to be cracked from the threads to the case seal. The returned battery cap was undamaged and was able to fit securely with no power loss. There was evidence of moisture corrosion observed in the battery canister. A leak test revealed a battery compartment leak. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no moisture ingress was found to the power printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent. There was no reported damage or moisture to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.